Manufacturer narrative:
This report is for one (1) unk - nail head elem: dhs/dcs. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis.

Event description:
It was reported that the patient complained of pain and wanted the fracture to heal. The patient initially had a hip surgery procedure with a dynamic hip screw (dhs) implant on (B)(6) 2017. The implant was in the iliotibial (it) band on the lateral side because of the collapse done with the fracture. A revision surgery was performed on (B)(6) 2018, wherein the initial dhs implant was removed and revised to a smaller lag screw and a 70mm 4-hole side plate. The explanted plate along with the lag screw was intact. It is unknown if there was a surgical delay. There was no mentioned of a procedure and patient outcome. This complaint involves two (2) devices. This complaint is for 1 unk - nail head elem: this report is 2 of 2 for (B)(4).